Event description:
A male patient contacted lifecor customer support to report that he was receiving alarms. Support requested a download. The patient stated he could not download at this time because he did not have a landline phone. The patient called back when he was ready to download. He reported that the device shut off all by itself. The download revealed several normal shutdowns and no abnormal shutdowns. Patient tried both battery packs and they both seem to snap into place correctly. Patient reported that on two occasions he did drop the monitor, but it did not hit the ground. Support sent the patient a replacement monitor and two replacement battery packs.

Manufacturer narrative:
Device manufacture date: battery pack 2007s. Device evaluation summary: device evaluations of monitor, battery packs have been completed. The reported problem was confirmed. Monitor had a loose +12 volt connection on the j1 connector. The root cause of the loose connection is unknown. The monitor repaired, retested and restocked. Battery packs were tested and found to be functionally normal. They were restocked. The monitor was fixed. No adverse event resulted from the faulty monitor. The patient received a replacement monitor and two replacement battery packs.